Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissoring. It was unknown which firing this was noticed on. Procedure was completed with another device of the same product code. There were no patient consequences reported.